Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) noted that the average impedance value remains in range, occasionally reaching an out of range value. It was noted that the impedance has been gradually increasing. Ts provided reprogramming options and possible following actions. The issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported.